Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered pain, erosion, urinary problems, bowel problems, recurrence, dyspareunia, and vaginal scarring.